Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose at time incident was unknown. The customer was explained that the pump will function but the battery life will be shorter than expected. The customer used several different kinds of batteries. The customer was explained the recommended kind of battery to be use. The customer was advised to monitor pump.